Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the as reported tip rotating was confirmed as analysis identified a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. It is probable that the circumferential fracture occurred due to elevated temperatures near the laser beam output window. Analysis found that the metal cap exhibited severe charred detritus adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including circumferential fractures. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Also, severe devitrification was observed at the output window. The metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted confirmed that the aiming beam was visible at the output window, as intended. Also, the hene test did not identify breakage along the fiber's length. The connector cone, segments, and tabs were in good condition and secured. The control know was attached and aligned with the fiber and could rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that the fiber tip was rotating independently from the outside cap. The fiber was inspected and confirmed that the cap was rotating. The procedure was completed with a second fiber without clinical consequences to the patient. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.